Manufacturer narrative:
Further investigation of this event included evaluation of images by gore. The results of the evaluation did not support any device compresssion as reported. As no product problem caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2015-00578 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: albuterol sulfate (ventolin hfa) 90 meg/actuation, inhaler, amlodipine (norvasc) 5 mg oral tablet, clonazepam (klonopin) 1 mg oral tablet, clotrimazole (lotrimin) 1 % topical cream, cyancobalamin, vitamin b-12, (vitamin b-12) 100 meg oral tablet, epinephrine (epipen) 0.3 mg/0.3 ml, (1 :1 ,000) injection fluticasone-salmeterol (advair diskus) 250-50 meg/dose inhaler, folic acid (folvite) 1 mg oral tablet, lacosamide (vimpat) 100 mg oral tablet, lithium carbonate (eskalith) 300 mg oral capsule, oxycodone (roxicodone) 5 mg oral tablet, ranitidine (zantac) 300 mg oral capsule, sertraline (zoloft) 100 mg oral tablet. A review of the manufacturing records for the device(s)is being conducted. Images were provided to gore for analysis, the results will be provided in a supplemental report.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair for an aortoiliac aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system with the main body placed on the right side. The patient tolerated the procedure with no reported complications. On (B)(6) 2015 a follow up computed tomography scan showed both iliac limbs to be patent, however the right iliac limb appeared to be slightly compressed in the main aorta where the diameter is relatively small. Good flow was seen more distally. The patient is being monitored by the physician.